Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter came out of the sheath, but did not open. The filter subsequently floated into the patient's vena cava and the patient required surgical intervention for filter treatment. The filter was successfully removed and the patient's postoperative condition is reported as 'fine'. A trans-jugular approach was used to place a trapeze filter. The physician feels that the patient has adequate protection against future embolic events. Additional information has been requested regarding this event.